Event description:
Caller (customer's granddaughter) reported the customer was hospitalized on an unspecified date in (B)(6) 2014. Caller reported the customer was unable to test on her adc blood glucose meter due to a fast draining battery and stated she experienced symptoms described as weakness, shaking, sweating, headache, non-responsiveness, slurred speech and stated she suffered a loss of consciousness. Customer was taken to a local hospital where she was diagnosed with hyperglycemia and admitted into the hospital, however, it is unknown what treatment was administered as caller could not provide that information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Evaluation, results: the meter was returned and investigated with retained test strips. Meter's power consumption was not within specification and fast draining battery was observed. During further investigation, meter was disassembled and the cause was determined to be isolated to the capacitor. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The narrative of MDR no: 2954323-2014-01156 erroneously stated the event occurred in (B)(6) 2014. The month when the event actually occurred was (B)(6) 2014.

Manufacturer narrative:
In follow-up #1 of MDR# 2954323-2014-01156 the date when the original error was identified was not entered. The date that should have been entered is: (B)(4) 2015.

Event description:
Caller (customer's granddaughter) reported the customer was hospitalized on an unspecified date in (B)(6) 2014. Caller reported the customer was unable to test on her adc blood glucose meter due to fast draining battery, and stated she experienced symptoms described as weakness, shaking, sweating, headache, non-responsiveness, slurred speech, and stated she suffered a loss of consciousness. Customer was taken to a local hospital where she was diagnosed with hyperglycemia and admitted into the hospital, however, it is unknown what treatment was administered as caller could not provide that information. There was no report of death or permanent impairment associated with this event.